Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was ordered for replacement. The customer contact reports there was no patient information available.

Event description:
The hospital reported the unit shutdown during a case. There was no report of patient injury.